Event description:
It was reported by service report that the footboard was not working. Upon investigation, it was determined that the footboard was working intermittently. No pt involvement or adverse consequences are reported.